Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the instrument channel did not pass the scope leak test, the insertion tube was unable to pass through the forceps passage, the cleaning brush was unable to pass, and the insertion tube was dented. The investigation is ongoing and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope did not produce an image. The issue occurred during an unspecified procedure. There were no reports of delays or patient harm.

Event description:
Olympus further received information that there were no error messages observed. The issue occurred at the beginning of pediatric bronchoscopy to rule out foreign body. The patient was intubated, the case aborted, and patient was taken to post anesthesia care unit.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00103. This report is being supplemented to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the procedure was cancelled due to no image occurred because conduction failure by fluid invasion of the device or breakage of image sensor unit by dents on insertion section. However, a specific root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that the delay of procedure did not cause deterioration in patient's health. The patient was placed on antibiotics, diagnosed with right middle/lower lobe pneumonia and transferred to a different hospital for bronchoscopy. The patient's condition at time of transfer was stable. It is unknown if the intended procedure was completed and/or foreign body was ruled out or removed.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer. This report has been submitted by the importer under this MDR report number 2429304-2024-00103-1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.